Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31621313l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an idvt (idiopathic venticular tachycardia) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced a drop in pressure and pericardial effusion treated with pericardiocentesis. It was reported that a pericardial effusion was noticed post-case. The patient's blood pressure dropped after the case was completed. The pe (pericardial effusion) was confirmed with ice (intracardiac echocardiography). The small baseline pericardial effusion had been noticed at the start of the case, but pe had grown after the case was completed. The medical intervention provided to the patient was pericardiocentesis. After draining the pe continued to grow, and the patient was being brought to surgery at the time of the call. The last known patient status was stable. The bwi catheters/devices were used during the case stsf catheter, soundstar crystal catheter, smartablate generator, and carto 3 system. Both bwi catheters were brand new, and bwi catheters were discarded.